Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they went to emergency medical services and hospitalized due to low blood glucose on (B)(6) 2021. Customer¿s blood glucose was 30 mg/dl. Customer¿s current blood glucose was 160 mg/dl. Customer¿s low blood glucose was treated with intravenous insulin drip and glucose tablets. The customer did experienced the symptoms such as sweating and weakness. Troubleshooting was done for low blood glucose. The customer reported they had been using insulin pump within 48 hours of reported high blood glucose. Based on customer¿s response customer believed insulin pump was over-delivering insulin and did not remembered the details as it happened few weeks ago. The insulin pump and reservoir will not be returned for analysis.